Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the valve not compressing appropriately could not be verified due to the product not being returned for failure investigation. A device history record review was performed on model 2000e and each lot number provided by the customer. A device history record review for model 2000e lot number 20035832 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2000e lot number 20045447 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2000e lot number 20015257 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that ll vlv adpt(stand alone) leaked. The following information was provided by the initial reporter: it was reported that the smart site needle-free valve adaptor is leaking, spraying back, and not flushing correctly. Material no: 2000e. Batch no: unknown. A few of the nurses have had trouble, but for the most have been able to reconnect and flush freely, yet there remains a rare occasion that the reconnect does not present with good forward flow. They have agreed to save these problem adaptors to study. However, our CT department is reporting issues with sticking valve, leaking and sometimes spray back, thus posing more of a safety concern. Due to the safety concern, we have switched them to a different available adaptor thus rendering them incapable of presenting you with any faulty product.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that ll vlv adpt(stand alone) leaked. The following information was provided by the initial reporter: it was reported that , the valve is not compressing appropriately, therefore causing an inability to flush freely material no: 2000e. Batch no: 20035832, 20045447, 20015257. A few of the nurses have had trouble, but for the most have been able to reconnect and flush freely, yet there remains a rare occasion that the reconnect does not present with good forward flow. Customer response dated (B)(6) 2020: when bd smartsite needle-free valve connected to angiocath, will not forward flush, like pushing against a shut door. This has happened multiple times over a couple of months. The lot #¿s are: (10) 20035832 ¿ we have five of this lot number. (10) 20045447 ¿ we have saved the wrapper on one. (10) 20015257 ¿ we have saved the wrapper on one. (10) 20045447 ¿ we have saved the wrapper on one. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 20035832. D.4. Medical device expiration date: 2023-03-09. H.4. Device manufacture date: 2020-03-09. D.4. Medical device lot #: 20045447. D.4. Medical device expiration date: 2023-04-03. H.4. Device manufacture date: 2020-04-03. D.4. Medical device lot #: 20015257. D.4. Medical device expiration date: 2023-01-10. H.4. Device manufacture date: 2020-01-10.

Event description:
It was reported that ll vlv adpt(stand alone) leaked. The following information was provided by the initial reporter: it was reported that , the valve is not compressing appropriately, therefore causing an inability to flush freely material no: 2000e. Batch no: 20035832, 20045447, 20015257. A few of the nurses have had trouble, but for the most have been able to reconnect and flush freely, yet there remains a rare occasion that the reconnect does not present with good forward flow. Customer response dated (B)(6) 2020: when bd smartsite needle-free valve connected to angiocath, will not forward flush, like pushing against a shut door. This has happened multiple times over a couple of months. The lot #¿s are: (10) 20035832 ¿ we have five of this lot number (10) 20045447 ¿ we have saved the wrapper on one. (10) 20015257 ¿ we have saved the wrapper on one. (10) 20045447 ¿ we have saved the wrapper on one.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that ll vlv adpt(stand alone) leaked. The following information was provided by the initial reporter: it was reported that the smart site needle-free valve adaptor is leaking, spraying back, and not flushing correctly. Material no: 2000e, batch no: unknown. A few of the nurses have had trouble, but for the most have been able to reconnect and flush freely, yet there remains a rare occasion that the reconnect does not present with good forward flow. They have agreed to save these problem adaptors to study. However, our CT department is reporting issues with sticking valve, leaking and sometimes spray back, thus posing more of a safety concern. Due to the safety concern, we have switched them to a different available adaptor thus rendering them incapable of presenting you with any faulty product.

Event description:
It was reported that ll vlv adpt(stand alone) leaked. The following information was provided by the initial reporter: it was reported that , the valve is not compressing appropriately, therefore causing an inability to flush freely. Material no: 2000e. Batch no: 20035832, 20045447, 20015257. A few of the nurses have had trouble, but for the most have been able to reconnect and flush freely, yet there remains a rare occasion that the reconnect does not present with good forward flow. Customer response dated 7/18/2020: when bd smartsite needle-free valve connected to angiocath, will not forward flush, like pushing against a shut door. This has happened multiple times over a couple of months. The lot #¿s are: (10) 20035832 ¿ we have five of this lot number, (10) 20045447 ¿ we have saved the wrapper on one, (10) 20015257 ¿ we have saved the wrapper on one, and (10) 20045447 ¿ we have saved the wrapper on one.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08/31/2020. Investigation conclusion: it was reported that the valve is not compressing appropriately, therefore causing an inability to flush freely. Received from the customer are 9 used smartsite connector¿s model 2000e lot 20035832. Also received are 3 used smartsite connectors model 2000e lot 20045447. Also received is one used smartsite connector model 2000e lot 20017077. Also received is one used smartsite connector model 2000e lot 20015257. Also received are 5 used smartsite connectors model 2000e lot unknown. The smartsites were visually inspected for cracks, deformations or other damages to the component. No anomalies were observed with the received smartsites during visual inspection. Functional testing was performed by filling a lab syringe with blue dye water and flushing fluid through each smartsite via flush. Fluid flowed throughout each smartsite with no difficulties or occlusions occurring. Although no occlusions were replicated with the received set, bd manufacturing is aware of smartsite occlusion issues and is currently investigating the root cause. A device history record for model 2000e with lot number 20035832 was performed. The search showed that a total of (B)(4) in 1 lot number were built on 09mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record for model 2000e with lot number 20045447 was performed. The search showed that a total of (B)(4) in 1 lot number were built on 03apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record for model 2000e with lot number 20017077 was performed. The search showed that a total of (B)(4) in 1 lot number were built on 28jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record for model 2000e with lot number 20015257 was performed. The search showed that a total of (B)(4) in 1 lot number were built on 10jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record for model 2000e could not be performed due to no lot being provided by the customer. The customer¿s report of unable to flush was not confirmed. The root cause of the customer¿s report could not be identified because each smartsite primed successfully with no occlusions occurring. H3 other text : see h10.